Manufacturer narrative:
According to the facility on (B)(6) 2022 when 'attempting to place a PICC line the nurse met resistance while threading the guidewire'. Per the facility the nurse attempted to thread the guidewire multiple times without success immediately withdrawing the guidewire after needle placement was verified to ensure vessel access. An abdominal/chest CT was performed and confirmed that no foreign body dislodged in the patient. Per the facility, access was placed via the right internal jugular in order to provide the required treatment as the patient was noted to go into an atrial fibrillation with rapid ventricular response. Per the facility the patient has been discharged home. The sample was returned for evaluation, however, a definitive root cause could not be determined. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 when 'attempting to place a PICC line the nurse met resistance while threading the guidewire'.